Event description:
Neo transport nurse was placing pcvl line in left leg of patient. Vygon epicutaneo-cava-catheter 24g (2 fr) with reference #2184 and lot #070314ge and exp date of 2019-04. A 10ml syringe with ns was used to test uncut line for patency prior to insertion. No problems found. Proceeded to insert line; no blood return was noted during placement and flushed easily. Onipaque was instilled per protocol. (.04ml was instilled with a 3ml syringe) and x-ray was obtained. X-rays infiltrate in surrounding tissue. Line was removed. Hole noted at approximately 11.5 cms from tip of uncut catheter. Line was in patient approximately 1/2 before removal. No complications noted during this time to patient vital signs. Further attempt of pcvl placement with new catheter was unsuccessful. Surgical intervention for line placement was necessary and was successful later in shift by pedi surgical team nicu medical director and patient attending aware. Product given to risk management for f/u with company included for submission will be original package with lot number and reference number of actual catheter.

Manufacturer narrative:
The device was returned to vygon for evaluation and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its' conclusion.

Manufacturer narrative:
The returned sample was submitted to vygon (B)(4) for evaluation. Based on the analysis we cannot confirm the complaint was a result of a manufacturing problem. Each catheter is leak and flow tested before packaging. Any manufacturing problems that would lead to a leak would be detected by the user when flushing. Microscopic examination showed typical signs of pressure burst at 11.5cm. A 3ml syringe was connected to the returned catheter hub. Pressure bursts of this type are typically seen when a small syringe is used with these catheters. The instructions for use state "caution: do not use small syringes as these can generate very high pressures." No corrective actions will be in place at this time, but vygon will enter it into our complaint database and be vigilant for this type of complaint.